Event description:
The orvil tube disconnected from the anvil. To clarify, there are 2 failed products for pick up. Same product, same issue, 2 different lot numbers. Manufacturer response for covidien orvil, (brand not provided) (per site reporter) manufacturer will pick up the product next week for evaluation. To clarify, there are 2 failed products for pick up. Same product, 2 different lot numbers.